Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (will not power on) was unable to be duplicated. The monitor powered on normally. Upon further investigation, a reportable malfunction was found. The response buttons were found to be non-functional. The rear response button metallic dome was missing, causing fault. The root cause of the missing dome was physical abuse. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.